Manufacturer narrative:
Device available for evaluation: product ID: 39286-65, serial/lot #: (B)(4), ubd: 21-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider(hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during device replacement due to normal elective replacement indicator (eri) there was difficult removal of leads from old ins and subsequent challenge inserting into new ins. It was noted that a brown film was on both leads which were then cleaned several times with alcohol swabs. Numerous impedance and connection tests were run each time the leads were repositioned in the generator. Final impedance reading and best they could get was with 7, 14, and 15 greater than 40k ohms. Note that all impedances were within normal limits prior to the procedure. Achieved the most number of usable contacts we could. Patient is receiving good therapy at this time which is consistent with her therapy experience to date. The issue was resolved. The patient is alive with no injury.